Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.08.90. Evaluation summary: the condition of a colleague infusion pump with an air sensor that does not detect air flow was not found in the pump's event history and not duplicated during product evaluation. It was determined that incorrect use of the device was the assignable cause, and no repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a condition in which the sensor did not detect air flow. It occurred during patient use, but it is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown